Manufacturer narrative:
The device was received for evaluation. During functional flow line testing, a false downstream occlusion was not reproduced. A review of the event history log revealed one occurrence of 'downstream occlusion'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump came back "not repaired for false downstream occlusion". This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.